Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuing elevated blood glucose (bg) of 380mg/dl. Customer alleged pump was the suspected cause of the elevated bg. Reportedly, the customer changed pump supplies to address the issue. Multiple follow up attempts were made to complete troubleshooting with the customer, however, the customer did not respond to follow up attempts.